Event description:
It was reported to philips that the device had a shock equipment malfunction during op check which resulted in pacing and charge/shock failures. There was no reported patient involvement.